Manufacturer narrative:
Follow-up #1: date of submission: 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: during investigation, the original complaint of ¿intermittent sound and no vibration¿ was unable to be duplicated. The sound worked properly. The vibration worked properly as well. The pump was opened and there was no evidence of moisture inside.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a dual alarm failure. The reporter alleged that the pump was intermittently beeping and not vibrating when alarms occurred. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery